Event description:
Clinical study same case as MFR#6000089-2005-00004. It was reported that 138 days after a coronary drug eluting stent treatment procedure, a target vessel reintervention occurred. The pt was enrolled in the arrive program in 2004. Target lesion 1 (10 mm long) was identified in the mid lad with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with redilatation and placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0%. Initially, there was no reflow phenomenon at the distal end of the stent and dissection was not seen but suspected. The pt was given nitroglycerin and adenosine, and flow was reestablished after 30 minutes. There appeared to be slightly "ragged edge" to the end of the stent; therefore, a second 2.5 x 20 mm taxus stent was deployed overlapping the initial stent. The pt was discharged home in apr 2004 on plavix and asa. The pt presented in sep 2004 with recurrent angina. Stress test was positive and suggestive of anterior ischemia. Cardiac catheterization two days later revealed pt stent. Lcx pt; significant stenosis of the ramus, rca patent, lvef = 60% the pt was admitted five days later (138 days post arrive enrollment) and underwent CABG x 3 as follows. Lima to mid lad, svg to distal lad, svg to ramus. Post-procedure, the pt did have some episodes of ventricular tachycardia which were treated with electrolyte replacement. The pt was discharged in sep 2004 on asa. In the opinion of the physician, the relationship of the event to the taxus stent is "not related".